Event description:
The customer contact reported the pt received more medication than intended. The device was returned to the biomedical engineering department with an unsigned note that stated, "device delivered in 22 hours instead of the programmed 24 hours, 2 days in a row." No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. During testing at the user facility, the device delivered more than intended. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml +/- 1ml (+/- 5%). The pump history was downloaded and printed at the mfg site. The customer did not provide an event date or programming parameters; therefore, the history cannot be utilized to evaluate the reported event. (B) (4)